Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device yellow silicone tube of the microwave ablation needle had a breakage in the joint with the white water tube. The procedure was aborted. There was no patient injury.